Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a recent follow-up visit, the estimated battery longevity showed one year remaining. A device replacement procedure has been scheduled. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a recent follow-up visit, the estimated battery longevity showed one year remaining. A device replacement procedure has been scheduled. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.